Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator went inoperative. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the pneumatic interface printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Investigation and conclusion: investigation: the pneumatics interface printed circuit board (pcb) was returned for failure investigation. The part was visually inspected and functionally tested. A visual inspection of the returned pcb was conducted and no anomalies were found. The pcb was attached to the failure investigation test ventilator for analysis. The unit ran in ventilation mode for a minimum of 24 hours. There were no errors or alarms observed during this run period. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.